Event description:
Related manufacturer report number:(B)(4).

Manufacturer narrative:
Correction: section d10 should have had an scs trial lead on the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient developed an infection and redness at the insertion site during the trial lead removal procedure. As a result, the patient was given antibiotics and the infection later resolved.